Event description:
A customer reported experiencing a cartridge alarm with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer did not have backup insulin therapy available and planned to contact their healthcare provider. Technical support confirmed previous cartridge alarms and resolved to replace the pump. The customer expressed interest in an out-of-warranty loaner pump, and steps were initiated to arrange this, including providing a loaner pump agreement form for completion.